Manufacturer narrative:
Initial reporter full name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while attempting an intra-aortic balloon (iab) procedure upon opening the kit, the iab portion was missing. The customer states only the insertion tray was in the box when opened. There was no reported injury to the patient.